Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: prowler select plus microcatheter (606s255mx/17390642), new prowler select plus (details unknown), new enterprise 2 stent (details unknown).

Event description:
It was reported by the hospital contact that during the procedure the physician had to resheath the enterprise 2 stent (enf402300/10639469) because the prowler select plus microcatheter (606s255mx/17390642) kicked back as he was removing proximal slack. As the physician was resheathing the enterprise 2 stent through the prowler select plus microcatheter, the stent deployed within the microcatheter. Therefore, he had to remove the entire system and start over. They completed the procedure using a new prowler select plus (details unknown) and enterprise 2 stent (details unknown) with no further complications. It was initially reported that the products will be returned for analysis. Serious injury did not occur as a result of the event. Additional medication or medical intervention was not required to prevent injury. The patient's present condition is stable. The physician was performing a stent assisted coil procedure using our enterprise 2 stent. The target vessel was the left mca aneurysm which had medium tortuosity. The stent is lodged inside the microcatheter and therefore it is unknown if there were any damages noted on the stent. The procedure was delayed by about 30 minutes.

Manufacturer narrative:
It was reported by the hospital contact that during the procedure the physician had to resheath the enterprise 2 stent (enf402300/10639469) because the prowler select plus microcatheter (606s255mx/17390642) kicked back as he was removing proximal slack. As the physician was resheathing the enterprise 2 stent through the prowler select plus microcatheter, the stent deployed within the microcatheter. Therefore, he had to remove the entire system and start over. They completed the procedure using a new prowler select plus (details unknown) and enterprise 2 stent (details unknown) with no further complications. It was initially reported that the products will be returned for analysis. Serious injury did not occur as a result of the event. Additional medication or medical intervention was not required to prevent injury. The patient¿s present condition is stable. The physician was performing a stent assisted coil procedure using our enterprise 2 stent. The target vessel was the left mca aneurysm which had medium tortuosity. The stent is lodged inside the microcatheter and therefore it is unknown if there were any damages noted on the stent. The procedure was delayed by about 30 minutes. A non-sterile enterprise device was received coiled inside of a plastic bag. The device was inspected and residues of dry blood can be observed along of the received device. The introducer tube was received separated of the delivery wire and no damages were noted on them. In the same plastic bag a prowler select plus 5cm 90 tip ((B)(4)). The micro-catheter and the stent were inspected under microscope; and no damages were noted on them; just residues of dry blood can be observed on them. The functional analysis could not be performed due the stent was received deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10639469. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿stent - deployment difficulty-premature/in micro catheter¿ was confirmed since the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time.